Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via a manufacturer representative reported that they occasionally felt a burning sensation at t8 which is where their el electrodes were located. This issue had been occurring intermittently for 6 months. The patient's doctor was taking x-rays to determine if there had been any migration of the lead. The therapy impedances were: a1: 5-7 11-13 350 ohms 11.743 a2: 6-8 12-14 338 ohms 8.773 they ran impedances and checked with all reference electrodes indicating that all of the impedances were between 800 and 1,100 ohms. It was noted that the patient did not turn their stimulation off. There were no falls, trauma, or positional movement associated with this event. The patient was implanted for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that reported that the cause of the burning sensation was not determined and there was not a lead migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.